Event description:
Patient reported, a left side "rupture and deflate". Later, healthcare professional reported, making a hole on the device, to remove. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation and use error was received on may 27, 2024, with lot number 2783655. Based on the device analysis grid, the assessments of the complaint are: deflation/ use error: observed, one opening assessed, as fold flaw opening. And one opening assessed, as surgical damage per rga . As per the investigation procedure: crease, particles and wear abrasion was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, making a hole on the device to remove. Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 19jun2024.

Event description:
Patient reported a left side "rupture and deflate." Later healthcare professional reported making a hole on the device to remove. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "rupture and deflate" of a saline device.

Event description:
Patient reported a left side "rupture and deflate" of a saline device. Health professional confirmed left side deflation. The device remains implanted.